Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2017 with the following findings: a review of the black box showed multiple call service 012, 052, 054 alarms. No damage was found to the battery compartment or battery cap. The battery cap height and width were within specifications. The pump powered on with two beeps, vibration alarms, and a blank display. The pump was opened and a test display was inserted with no improvement. The slave processor was unable to be programmed. No damage was found to the power circuit, and no evidence of moisture was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an intermittent power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.